Manufacturer narrative:
Additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2019, the thread of four variable angle locking compression plate (va-lcp) proximal tibia plates screw hole was broken by an interlocking bolt. It was noted it had been connected very carefully. It was unknown if there was a surgical delay. There was no patient consequence. This report is for a va-lcp proximal tibia plate. This is report 2 of 5 for (B)(4).

Event description:
It was reported that on (B)(6) 2019, the thread of four variable angle locking compression plate (va-lcp) proximal tibia plates screw hole was broken by two (2) interlocking bolt. It was noted it had been connected very carefully. There was no procedure nor patient involvement. This is report 2 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.